Event description:
It was reported by the customer's son that the customer received a fasting test result of 66 mg/dl in the morning of 18-jul-2025 at 10:06am. The customer ate and measured her blood glucose again and noticed some erratic, low results within a timeframe of one hour after having eaten each time in between the measurements. At 10:29am the result was 59 mg/dl, at 10:50am the result was 45mg/dl, at 11:16am the result was 54 mg/dl, and at 11:28am it was 52 mg/dl. The symptoms described by the patient's relative: she does not feel well, heart beating fast, red eyes, blurred vision, tired when she speaks. The patient also has skin inflammation, and some red, rash spots. The customer's son alleged that the results on the guide meter were too low leading the patient to eat too much sugar because of the wrong values displayed by the meter. The patient's son called an ambulance, and the ambulance nurse provided the customer with metformin 500 mg twice a day, and 12 insulin units at 6:00pm. The patient was brought to the hospital and left the same evening. No medication was provided there.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.